Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage on electronics assembly noted. Device had broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and cracked display window.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. The customer stated that he perspires profusely and the device has been exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.